Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of scope communication error b30 could not be determined. B30 error occurs when communication between the cable and the processor fails. It is possible that the b30 error occurred because of communication failure due to the two damaged pins of the video connector. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the inspection of the device, error b30 (scope communication error) was found when the camera was plugged into the processor. Additional evaluation findings were as follows: the camera has two burnt pins on the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when the button was pressed, the image cuts out on the monitor on the hd camera head. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: error b30 (scope communication error). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.